Manufacturer narrative:
Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Patient date of birth and weight not reported. Date of event is unknown. After the initial implantation (10 weeks before (B)(6) 2020), the patient had fallen on the surgical site and did not come in reporting pain due to the covid-19 pandemic. A follow-up/post-operative appointment occurred in (B)(6), which is when doctor 1 noticed the malunion. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. Implanted date of (B)(6) 2020 is an estimate. The reporter stated that the implantation occurred 10 weeks before (B)(6) 2020 which would be (B)(6) 2020. (B)(6) 2020 is stated as the estimate in accordance with the guidance. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. N/a to this report. Per item 5 above, device manufacture date could not be confirmed. N/a to this report. Investigation (including evaluation summary of device(s) returned to manufacturer). Evaluation of similar complaints: review of the complaints log from (B)(6) 2019 to (B)(6) 2020 identified 11 events of a tiger cannulated screw removals. Nine (9) of these ccrs had root causes that were unknown, while one (1) ccr had a root cause of patient noncompliance, and one (1) ccr had a root cause of patient experiencing pain. Device history record (DHR) review: the 2.0mm x 18mm tiger cannulated screw and 3.0mm x 18mm tiger cannulated screw are both commonly used in procedures. The applicable sales representative has been with trilliant surgical since 2009. Because the exact implantation date is unknown, the sales representative's entire sales history was pulled for these part numbers. With many results and limited information regarding the implantation case, the potential lot numbers cannot be narrowed down. Thus, DHR review will not be conducted. Review of surgical technique: tiger cannulated screw system instructions for use, IFU 900-01-002 rev p corresponds to this event. Limited information was provided for the surgical technique / conformance to the IFU so it is unknown if the physician / user was described to have followed the IFU. Visual / dimensional inspection: visual inspection - the screws in the reported event were returned and visually inspected. There were no abnormalities observed. Dimensional inspection - the returned parts passed for all critical features. Simulated use testing: due to the nature of the event (patient noncompliance), simulated use testing will not be performed. Investigation conclusion: the patient was noncompliant and had fallen on the surgical site. The malunion likely occurred as a result of the abnormal excessive forces applied from the patient not complying to post-operative instructions. Thus, the root cause is patient noncompliance.

Event description:
On (B)(6) 2020, a trilliant surgical sales support specialist noticed a red padded pack from a trilliant surgical sales representative at the office. This sales representative did not have any pending customer complaint reports (ccrs) at the time. During review, the sales support specialist noticed an firr form inside the package along with two (2) tiger cannulated screws and followed up for details that were not included on the firr form via phone call on (B)(6) 2020. The sales representative stated that, on (B)(6) 2020 at facility x, doctor 1 was performing a revision on a previous malunion on a (B)(6) year-old male patient. It was noted that the patient was noncompliant after his previous surgery (around 10 weeks prior). The patient had fallen on the surgical site, had a preexisting condition (diabetes), and known smoking habits. Around ten (10) weeks earlier, doctor 1 had inserted two (2) tiger cannulated screws for an austin bunionectomy, one (1) 200-20-018 (2.0mm x 18mm tiger cannulated screw) and one (1) 200-30-018 (3.0 x 18mm tiger cannulated screw). The patient did not come in reporting pain due to the covid-19 pandemic and the doctor was unable to schedule a follow-up appointment until (B)(6). During post-operative review, doctor 1 noticed the malunion and decided to remove and plate the site instead. On (B)(6) 2020, doctor 1 removed the two (2) tiger cannulated screws and revised the site with the use of a 300-88-001 (arsenal l plate, left) without any further complications. As previously stated, the 200-20-018 and 200-30-018 have been returned to corporate for review and further investigation.